Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After the initial device implant procedure, it was noted that there was a loss of capture and intermittent pacing output. The physician suspects the incident was due to external interference. The device was explanted and replaced then reprogrammed. The patient was stable with no adverse consequences. Related manufacturer report number: 2017865-2017-07901.